Event description:
(B)(4). Started with a little spotting, moved into intense back pain mood swings very severe, I have had testing for thyroid came back with hypothyroid, positive for lupus, positive for fibromyalgia, and having testing for m.s. Have had abnormal pap smears more procedures than I can shake a stick at, leeps and colposcopy I have came back vitamin d deficient I have issues with my spine they want to do spine surgery and I declined.